Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to a cracked zebra connector on the lcd. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a partial display on the insulin pump. Customer stated that she went to the endocrinologist and was trying to do her settings when she suggested to call medtronic regarding getting a new pump. Customer stated that there is a line through the screen and she cannot read the screen as the line makes it difficult. Customer stated that the line is not a scratch or crack but it is a cleared out line to where the menu cannot be read. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.